Event description:
The pt stated she noticed her infusion tubing had partially separated, while she was changing her insulin cartridge. She stated she changed the tubing and her blood glucose was not affected. The infusion set expired in 5/2005. The pt was advised not to use expired product. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.